Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3389-40, lot# j0333665v, implanted: (B)(6) 2003, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389-40, lot# j0455334v, implanted: (B)(6) 2005, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that there was an impedance problem with the right implantable neurostimulator (ins). Impedances were measured to be 15 ohms on electrodes 0 and 1, 21 ohms on electrodes 0 and 2, 32 ohms on electrodes 0 and 3, 20 ohms on electrodes 1 and 2, 81 ohms on electrodes 1 and 3, and 44 ohms on electrodes 2 and 3. The manufacturing representative was not sure how long the impedances were low. The patient had no falls or trauma and they had good therapy. A longevity calculation for the left ins estimated the battery life to be two years. The left ins was programmed to 3+, 2-, 1+ at 2.2v, 60 pulse width, and 160 hz. Follow up with the manufacturing representative indicated that there was a fractured lead and all inss had impedance issues. The fractured lead was to be replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.